Event description:
Boston scientific received information that this right atrial (ra) lead displayed an out of range pacing impedance measurement of greater than 2000 ohms. The physician intends to continue to monitor the lead. No revision or testing will be performed at this time. There were no adverse patient effects reported.

Manufacturer narrative:
The lead remains implanted and will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.